Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for a procedure using an 8f amplatzer talisman delivery sheath. During procedure, after the left disc was correctly positioned, the sheath was withdrawn to release the right disc. The right disc was developed, but it was completely swollen and cup-shaped. After attempts such as pushing the sheath forward and backward, pulling it back again, flushing again, etc., it also remained cup-shaped on the second attempt. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 25-18mm amplatzer talisman pfo occluder was then opened, which successfully completed the implantation. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.